Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing, and impedance increase from 550 ohms to more than 3000 ohms due to insulation has been cut through electrocautery and the lead was fractured. This lead was explanted and replaced. No additional adverse patient effects were reported.